Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-jun-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ cartridge lot w24342.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 01-may-2025, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine results on a patient. There was no patient information at the time of this report. There was no test times, no patient information, nor details surrounding the event at the time of this report. Method: date: result: siemens, on (B)(6) 2025, 0.9 mg/dl, I-stat, on (B)(6) 2025 , 2.1 mg/dl. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.